Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm. The customer's blood glucose level was 265 mg/dl at the time of incident. Customer was able to clear the alarm and was able to complete insulin pump rewind. Customer performed self test and it was failed. The customer was advised that the insulin pump needed to be replaced and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed selftest and displacement test. Pump error 63 alarm (variable 3) confirmed in the insulin pump history due to broken pin 6 trace (sda) and pin 1 trace (vdd) on keypad assembly.